Event description:
It was reported that a spectrum iq infusion pump's keys in the second vertical column on the keypad was inoperable. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'second vertical column on keypad inoperable ' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an inoperable second vertical column on keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.